Manufacturer narrative:
The e601 module serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 6000 e601 module. Initial result: 10,000 miu/ml (accompanied by a data flag). 1st repeat result: 43.58 miu/ml (tested with a dilution of 1:100). On (B)(6) 2025: 2nd repeat result: 10,000 miu/ml (accompanied by a data flag). No questionable results were reported outside the laboratory. The repeat result obtained with the dilution was deemed to be correct.

Manufacturer narrative:
The calibration signals were within the expectations. The alarm trace showed many "abnormal aspiration" alarms. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (an issue with the used diluent) at the customer site. Preanalytics are within the customer's responsibility.